Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure a shaft fracture occurred. The target lesion was located in the mid/distal circumflex (cx) and was pre-dilated with a 3.5x9mm maverick coronary balloon inflated to 4 atmospheres. A 3.5x24mm taxus liberte drug-eluting stent (des) was successfully implanted in the cx. The physician advanced a 3.0x12mm taxus liberte des but it could not cross the previously placed stent. When the physician removed the 3.0x12mm taxus liberte stent delivery system (sds) it was noted that the shaft was fractured. The physician chose not to implant another stent in the cx. There were no pt complications; the pt's current condition is listed as "fine".